Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as developed in the middle area of his chest, but mostly under right side and right under his chest with dry and pink spots. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised using lactone cream for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.